Event description:
It was reported that during an unknown procedure, there was a difficulty in opening the device after the first firing. The cartridge was blue. Eventually, the device could be released somehow. After the event, the closing force was higher than expected after the cartridge was changed. Then, the knife did not move forward after closing. Another device and blue reload were used to complete the case. There were no adverse consequences to the patient. When the sales rep grasped the closing lever after the operation, the device was closed with a braking noise.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device staple? --- yes, at the 1st firing. Was the staple line complete? --- yes, at the 1st firing. Did the device cut or staple at all? --- yes, at the 1st firing. However, the device could not be fired at all at the 2nd firing. Release button, sled movement the analysis found that one pce60a device was returned in good visual condition and with an ecr60b partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.